Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. (B)(4): device not returned.

Event description:
The customer reported that the patient is having issues with the codman 3000 pump. Apparently, following refills, the patient becomes very drowsy for several days. The patient had the pump for several years and this issue is becoming more frequent in the recent months and tends to last longer. The pump was filled with dilaudid, the concentration is unknown.

Manufacturer narrative:
This report is being filed from malfunction to serious injury.

Event description:
An email from (B)(6) (clinical nurse specialist) advised "I spoke with a patient the other day about some issues he is having with his wife's codman 3000 pump. Apparently following refills she has become very drowsy for several days. She has had the pump for about 6 or 7 years and the issue has come up more frequently following refills over the past 2 years or so. The episodes tend to last longer as well in more recent months. I did not get any information suggesting a fast flow rate but didn't have much to go on as the physician has not apparently been too concerned (sounds odd to me). The pump is filled with dilaudid (don't know the concentration). I am thinking you might be able to ask more relevant questions to the patients husband or follow up with dr. (B)(6) afterward to see what insight he might have on this. Additional information the physician involved in dr. (B)(6) and he works out of the following address: (B)(4). Implant date (B)(6) 2007. Please note: there was no event date provided this report is being filed from malfunction to serious injury.